Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, and one curved opening on the radius. The leak test and microscopic analysis were performed which identified one sharp crease opening on the radius. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one sharp crease opening on the anterior due to fold flaw opening, and creases observed but have no relationship with the manufacturing process.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.